Event description:
While setting up for a scheduled cesarean section as I was getting ready to count my laps noted some black spec in the placenta bin under the laps. Everything was removed from the operating room and a new sterile pack was opened and examined to be sterile. There was no patient harm nor delay in care. Cesarean pack lot # 661852.